Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis featuring c3 delivery system. The patient reportedly had a short, highly angulated aortic neck, described as 90 degrees left to right. Following deployment of the trunk-ipsilateral-leg component, there was lack of apposition to the aortic wall. Due to the patients challenging anatomy a decision was made to convert to open repair. A dacron tube graft was utilized in the open repair, terminating proximal to the iliac arteries. The patient tolerated the procedure.